Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The patient was being treated with gentamicin for a gram negative bacteria. No additional information is available.